Event description:
A customer reported via phone call indicating that their insulin pump was exposed to moisture. The customer has a blood glucose level was mg/dl at the time of the call. The customer states the reservoir leaked insulin in the insulin pump. The customer dried the insulin pump with a towel and stated that they will call back for a replacement if they have any issue. The customer did not return the product back for analysis.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.